Event description:
It was reported that the pt has a cholesteatoma and the implant has to be removed in order to remove the cholesteatoma. After the cavity is completely dry the pt will be re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.